Event description:
The pt reported; "the physician diagnosis is gastritis, not erosion and prescribed oral pepcid". Further follow up findings with the physician; "the pt decided to remove the lap-band. There was no erosion or prolapse, no malfunction with the band. The pt continued to have pain and wanted the band out. The physician took it out, the pt feels better."